Event description:
Information received indicated when the brakes were activated the foot casters would still roll.

Manufacturer narrative:
The hill-rom technician replaced the foot casters to resolve the issue.